Event description:
A pump declared an alarm during the pumping process, specifically alarm 20, which the customer had previously reported. There was no adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the pump, confirmed the shipping address, and instructed the customer on how to put the pump into storage mode before returning it. The pump was under warranty, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. The problematic pump was to be returned via a prepaid label within 10 days.